Manufacturer narrative:
Pump was not received with original battery cap. Pump booted up once installing an aa battery, no blank display was noted. The pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. Found no pump error 19 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no pump error 19 alarms in the pump history files and traces. Found no other relevant battery alerts, alarms, or anomalies in the pump history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and force sensor. The following were also noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and serial number label missing. Unable to verify customer's complaint for battery cap contact missing/damaged due to pump not received with original battery cap. Blank display was not confirmed during testing. Pump error 19 was not confirmed. Cosmetic damage was confirmed at the serial number label. Moisture damage was confirmed found on the battery tube, electronic assembly, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), battery cap contact missing/damaged, blank display, pump error 19. The customer reported no adverse event. The event involved product(s) mmt-1880. Pump error alarms customer reported receiving a pump alarm. Customer was not able to clear the alarm. Display flashing/white/blank/frozen/partial customer reported a blank display. Customer is not using the correct battery cap for the pump they are using. Battery cap damaged/lost or requesting spare customer reported battery cap damaged. Troubleshooting was performed. Damage is on metal contacts. Labeling/packaging customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.